Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had general pain and thigh pain - mom / corail hip - metal insert exchanged for a poly insert - stem revised to a biomet revision stem - corrosion on taper of corail stem - some osteolysis behind the retained cup was filled with bone graft. No surgical delay. Doi: 2011. Dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A3.

Event description:
Medical record received: the patient experienced pain with ambulation, x-rays revealed findings of osteolysis and the patient had elevated metal ions and suffered severe obesity. Revision notes stated that a small amount of fluid was encountered. The head was removed. Corrosion at the trunnion was identified. The femoral component was visibly loose proximally but x-rays show some persistent bony ingrowth distally preoperative x-rays revealed a central osteolytic lesion and removed the metal articulating surface and the removed the central apical hole screw and identify the osteolytic cyst in the retro acetabular region. The patient was revised to address osteolysis lesion of the pelvis, hip pain, and elevated metal ions. Prolonged surgery due to severe obesity with a bmi of 38.05. Bone scan shows increased uptake around the right hip femoral component consistent with loosening. The operative note reported corrosion around the trunnion and the femoral component was loose. A clinical visit on (B)(6) 2021, reported patient had osteolysis on the femoral component, hip pain, ambulatory function, joint pain, and limited activities of daily living on the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records patient was revised due to periprosthetic osteolysis of internal joint. The femoral component was visibly loose proximally but could not extracted easily in patient x-rays did show persistent bony ingrowth distally.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photo x-rays evidence was reviewed and does not shows an implant bearing wear or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: metal related pathology (e1618) used to capture blood heavy metal increased and metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
Litigation records received. Patient was revised was due to removal of large amount of brown intra articular fluid, excision of metallosis tissue around the liner and neck, heavy metal poisoning from toxic heavy metals, elevated levels of cobalt and chromium, metal wear, tissue and bone destruction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.